Manufacturer narrative:
Date rec¿d by MFR : 08aug2019, date of report : 13aug2019. There was no reported patient or user harm. It is unknown if the unit was in clinical use at the time the reported issue was discovered. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse advised the customer that the display is dim due to the liquid crystal display reaching its end of life. The customer reported that the user interface assembly was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date not specified. Date of report: 01may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the display was very dim. There was no patient involvement.